Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A fracture of the conductor was found distal to the strain relief coil consistent with fatigue. This fracture is consistent with the observation from the field of high hv lead impedance.

Event description:
It was reported that the lead was explanted due to high hv lead impedance.